Event description:
It was reported through the attorney for the patient, as a result of a legal claim that allegedly during the bilateral knee procedure, a right knee femoral component was implanted into the patient's left knee. It is further alleged that during the process of the revision on the same day, the patient's medial and lateral condyles were fractured while removing the wrongly implanted prosthesis. The doctor repaired the fractures with screws and implanted a revision femoral component.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker right femoral component. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding a right knee femoral component that was implanted into the patient¿s left knee involving an unknown stryker femoral component was reported. Conclusion: a right knee femoral component was implanted into the patient¿s left knee. The component was revised later that day. This application is off label use.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim that allegedly during the bilateral knee procedure, a right knee femoral component was implanted into the patient's left knee. It is further alleged that during the process of the revision on the same day, the patient's medial and lateral condyles were fractured while removing the wrongly implanted prosthesis. The doctor repaired the fractures with screws and implanted a revision femoral component.